Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding procedure in 2008. According to the complainant, during the procedure, the y-port detached from the tube. Another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is undetermined. A visual examination of the returned device concluded that the bond joint y-port to feeding tube had failed. The cause of the bond joint failure is attributed to the manufacturing process.